Manufacturer narrative:
A complete lead was returned in two pieces with the connector portion measuring 8.4 cm. And the distal portion measuring 50.6 cm. The connector portion only had the suture sleeve cut with no other anomalies. The distal portion had the helix extended and clogged with blood/tissue, calcification and tissue on the ring electrode and rv shock coil, distally pulled svc shock coil, and electrocautery damage 30.7 cm. From the distal tip. The inner coil was stretched and there was shorting between conductors due to procedural damage. All anomalies are consistent with procedural damage. The reported events of high thresholds, high impedance, and conductor fracture were unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for lead replacement procedure. Upon review, the patient's right ventricular(rv) lead had exhibited high capture thresholds and high impedance. Conductor fracture was suspected. The rv lead was extracted and replaced. The patient was stable.